Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (433 mg/dl). Reportedly, the customer did not deliver a large enough bolus for a meal consumed. Customer delivered a bolus to address elevated bg levels.